Manufacturer narrative:
The unit powered up properly after battery installation. The unit was received with operating currents within specifications. There was no unexpected low battery alarms noted. There was no battery cap damage noted. The unit received with cracked reservoir tube, reservoir tube lip and lcd display window. The unit received with minor scratches on display window. The unit received with missing end cap sticker. The unit was received with broken battery tube threads.

Event description:
It was reported that the customer's battery only lasted a day. The customer's blood glucose level was 196 mg/dl. A low battery alert prior to a off no power alert and a damaged battery cap were also reported. The customer will not return the product. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).